Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote merlin.net transmission. Review of the episodes revealed the right ventricular lead exhibited lead noise. The patient presented to clinic on (B)(6) 2018, and tachycardia therapies were turned off. The patient was stable.